Event description:
It was reported that the patient was in atrial fibrillation (af) without consistent atrial markers. The right atrial (ra) lead showed undersensing due to small fib waves. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance information was received and analyzed. Analysis showed questionable atrial high rate episodes, small p-waves, and the lead position was questioned. (B)(4).